Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with a loose/broken battery tube spring. Unable to power on the pump, verify s.w version, verify failed battery alert/battery failed alarm, perform the self test, active current measurement and sleep current measurement due to a loose/broken battery tube spring. Unable to download history files and traces using thus due to a loose/broken battery tube spring. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery, continued self test, currents measurements, download history files and traces using thus. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 08/24/2025 14:38:10.000. 08/25/2025 07:57:36.000. 08/25/2025 10:41:05.000, 08/25/2025 10:42:37.000. 08/25/2025 11:45:41.000, 08/25/2025 12:25:33.000. 08/25/2025 14:34:57.000, 08/25/2025 15:30:02.000. 08/25/2025 15:30:21.000. Failed battery alert/battery failed alarm was found on: 08/25/2025 07:58:16.000. 08/25/2025 10:41:24.000, 08/25/2025 10:42:59.000. 08/25/2025 10:43:03.000, 08/25/2025 11:46:04.000. 08/25/2025 14:38:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 29-aug-2025 at 01:24:00.000. There was no power data available for the event date of 25-aug-2025. Unable to check power data for failed battery alert/battery failed alarm. No failed battery alert/battery failed alarm noted during testing. In further review of the formatted history file 1 week prior to the event date of 25-aug-2025, these pump error(s)/alarm(s) were noted: sg calibration error (776) was found on: 08/22/2025 06:58:13.000. Lost sensor 1 alert (780) was found on: 08/22/2025 07:31:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. Unable to power on the pump, verify s.w version, verify failed battery alert/battery failed alarm, perform the required testing, download history files and traces using thus due to a loose/broken battery tube spring. Customer alleged for failed battery alert/battery failed alarm was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer frequent "battery failure" alarms, and any battery inserted is not accepted. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed the pump was deemed non-functional due to the physical damage in the battery compartment. A replacement battery cap will be provided to the customer. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1712k was requested, and customer response was the device will be returned.